Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code was updated to reflect code 4582.

Event description:
It was further reported that there was no patient involvement regarding the previously reported product malfunction.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported check plunger alarm was evidenced in the event history log (ehl). The alarm was reproduced during occlusion testing. The customer reported product problem was therefore confirmed. The product problem occurred because the motor assembly components were worn. This was established as the root cause. The components were over ten years old. The clutch halves and the leadscrew were replaced to correct the problem.

Event description:
It was reported that the medfusion pump produced a check plunger alarm. No patient injury or complications were reported in relation to this event.